Event description:
While removing balloon from wire, doctor met resistance and was unable to remove the balloon. Upon further inspection under fluoro, noted the balloon to be stuck inside the ansel sheath that had been placed in patient's right groin. Doctor then removed the sheath with balloon inside and inspected the balloon on the sterile field. Doctor noted the balloon to be not intact. Ansel sheath replaced with new sheath.